Event description:
This device was intended to treat a moderate calcified lesion in a tortuous rca. The stent was advanced but came off balloon without any inflation and then had to be retrieved using a snare.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Neither the complaint instrument nor angiographic material was provided for analysis. Therefore, a technical analyses could not be performed. As reported from the hospital, no pre-dilatation was performed. According to the instructions for use (IFU), pre-dilatation of a tortuous and calcified lesion is mandatory. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100% and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in-process controls as well as the final inspection. Based on the conducted investigations no manufacturing related root cause could be determined.